Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the collar cracked on the bifuse while connected to a patient. There was no patient harm.

Event description:
The customer reported that the collar cracked on the bifuse while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the collar cracked on the bifuse was confirmed. Visual inspection of the set noted a vertical crack extending the complete length of the male luer collar/hub. Functional testing was not performed. The root cause of the vertical crack was not identified.